Event description:
It was reported that the patient started having chest pain with low flow alarms on the morning of (B)(6) 2022 and presented to the emergency department (ed). The patient had a history of low flow alarms due to an outflow cannula clot with 85% stenosis. Their flows were running from 2.0-2.5 liters per minute (lpm) and they had a pulsatility index (pi) of 10-12 with stable power. The patient¿s mean arterial pressure (map) was elevated at 90-110. Log files contained a few low flow estimates as well as sustained low flow hazard events. Reportedly some mild thrombus was seen in the midportion of the outflow graft (ofg) proximal to the previously seen endovascular stent with approximately 30% luminal narrowing in this location. The ofg was stented. The patient had a second episode of low flow alarms, which resolved with afterload reduction and they were discharged home with blood pressure (bp) control.

Manufacturer narrative:
Manufacturer's investigation conclusion: the exact location and nature of the reported outflow graft obstruction could not be determined as no images or product were submitted for evaluation. Additionally, a direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured 9 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Additionally, section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started having chest pain with low flow alarms the morning of (B)(6) 2022 and presented to the emergency department. The patient had a history of low flow alarms due to an outflow cannula clot with 85% stenosis. Log files contained a few low flow estimates as well as sustained low flow hazard events. The patient had a mild thrombus seen in the midportion of the outflow graft proximal to their previously placed endovascular stent with approximately 30% narrowing. The patient was discharged home with blood pressure control.

Manufacturer narrative:
The patient's previous outflow graft obstruction/stent placement is captured under MFR # 2916596-2021-04456. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.